Event description:
A healthcare facility in (B)(6) reported that an hc500 respiratory humidifier has a damaged power cord. It was reported that the power cord was ripped and the inner wiring was exposed. No pt consequence was report.

Manufacturer narrative:
(B)(4: the complaint humidifier was returned to fisher & paykel healthcare, inc. In (B)(4) for eval. Method: the complaint device was visually inspected for a damaged power cord. The unit was subsequently calibrated, performance checked and electrical safety tested. Results: there was no damage to the exterior of the humidifier case, however, the mains power cable was frayed at the plug end, exposing the internal wiring. After the power cord had been replaced, performance tests were administered on the humidifier. The humidifier passed all electrical safety, calibration and performance tests. A lot check revealed no other complaints of this nature for lot number 051123. Conclusion: fph hc500 operating manual specifies various warnings to reduce risk of harm due to a damaged power cord such as: never operate the hc500 if it has a damaged power cord or plug, it is not working properly or any part of the humidifier is dropped/damaged or dropped into water. Keep the power cord away from heated surfaces. Do not attempt to repair or replace the power cord or plug without guidance from a qualified electrician or technician. The humidifier was returned to the healthcare facility for service after the mains power cord was replaced.